Event description:
It was reported that an episode of non-sustained vt due to over-sensing of right ventricular (rv) lead noise was observed. This led to inhibition of pacing. The patient is dependent due to a previous av node ablation. Device reprogramming was made. There were no adverse health consequences, the patient was stable.